Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1qq crtd implanted: (B)(6) 2015, 6935m-55 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection, as confirmed with a blood culture. A single-chamber pacemaker was used to provide pacing support and the system will be replaced. No further patient complications have been reported as a result of this event.